Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by sensing integrity counter (sic) and pacing impedance variation. The rv pacing impedance was high and had been increasing for the last month. In addition, there was oversensing noise on two arrhythmia episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.